Event description:
During routine monitoring of the manufacturing process, it was found that there is a possibility of a screw in the 840 ventilator power supply (part number 4-076314-sp) that could work itself loose due to vibvration. If this screw fails out and moves freely within the power supply housing, it could potentially cause a malfunction in the device resulting in an unexpected ventilator shutdown. To date, there have been no reports of any event within the affected population.